Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. The indication for pump use was non-malignant pain and failed back surgery syndrome. On (B)(6) 2015 it was reported that around a month after the pump was placed the patient developed a seroma which was beginning to get infected. The physician took the pump out. The patient no longer had a pump. The drug in the pump, the patient's other medications/pertinent medical history, additional details regarding the seroma, diagnostics performed, and the resolution of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the pump was used to deliver dilaudid however the patient did not know the dose or concentration at that time. Per the patient they had just started working on that when the infection was discovered. Per the patient the infection was confirmed and it was a sudden change in therapy/symptoms.